Event description:
It was reported by service report that the foot lift is not working. It will not raise or lower. It is unknown if there was patient involvement, however, no adverse consequences are reported.